Manufacturer narrative:
Cmi could not verify the exact lot number of the product used in the procedure. Additional qc testing of reserve samples was performed for all of the lots that were shipped to the physician within the past year. All samples tested for liquid permeability showed no permeability.

Event description:
It was reported that a patient had a craniotomy and had to get revision surgery due to a csf leak. There does not seem to be a direct product complaint. There was no additional delay reported other than the revision surgery. It is unknown how the surgeon circumvented the issue.